Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "water droplets were generated in the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "water droplets were generated in the tube."

Event description:
It was reported when using the bd vacutainer® edta 2k there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "water droplets were generated in the tube."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined the previously submitted report was not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Foreign matter on the external surfaces of the device will not affect the device's ability to function as intended nor lead to harm/serious injury to a patient or user.